Event description:
Information was received indicating that during bench testing of a smiths medical cadd solis vip pump, it was noted that the accuracy of the pump infusion volume was off and the pump was infusing overfill. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. Customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the internal +/-3% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The customer's request to test the pump with the used cassette returned along with it was not able to be performed due to the condition of the disposable and that it was not decontaminated as required. The pump went through the standard periodic maintenance. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.